Event description:
Caller states customer was "thrashing" around when she tested 300-something (mg/dl) on the advantage system (caller's description is consistent with customer's low blood glucose symptoms). Caller treated her with 4 oz. Of 7-up and paramedics were called; customer tested 152 mg/dl on profession device 20-30 minutes following treatment with 7-up. Customer was admitted to the hospital and discharged 8 days later. Requested return of suspect device, and replacement was sent.